Manufacturer narrative:
Additional information: d9, e1, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath was received for evaluation. An event of a gas leak was reported. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub, and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. A separate tear was also noted at both sides of the insertion slit and its cause could not be determined based on the available evidence. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformances associated with the reported event were identified.

Event description:
During the atrial fibrillation pfa procedure, persistent air bubbles were observed following the insertion of a non-abbott (farawave) catheter through the agilis sheath. After repeated attempts to clear the issue, the agilis sheath was exchanged. The procedure was completed with no adverse patient consequences.